Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a loose upper link screw. The screws were replaced to correct this condition.